Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the balloon was separated at the proximal seal. The reported leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a distal left anterior descending artery. Pre-dilatation was performed with residual stenosis less than 40%. A 3.0 x 28 mm stent delivery system (sds) was advanced to the lesion and when the balloon was pressurized, contrast was seen leaking from the shaft and the balloon did not inflate. There was no resistance removing the protective sheath or advancing the sds to the lesion. A non-abbott stent was successfully used to complete the procedure. The patient is doing well. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.